Manufacturer narrative:
Results eval: the supplier received samples from the reporter. Their examination of the returned product confirmed the customer complaint. A review of our complaints history confirmed this to be the first complaint of this nature for this product code, compared with product sold annually. Our supplier has carried out a back-search of all stock and has not identified any further problems of this nature. The supplier has also investigated a 100% check of all molded dilutors, along with operator retraining in the new check.